Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that "white flakes" were found inside the bd discardit¿ ii syringe before use. The following information was provided by the initial reporter: "the customer informs that there are white flakes inside the discardit 20 ml syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/29/2020. H.6. Investigation: a device history record review was performed for provided lot number 1907229 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample and pictures samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringe. The white particles were identified as lubricant flakes from the lubricant used within the syringe barrel. This lubricant is inherent to the design and function of the two piece syringe.

Event description:
It was reported that "white flakes" were found inside the bd discardit¿ ii syringe before use. The following information was provided by the initial reporter: "the customer informs that there are white flakes inside the discardit 20 ml syringe."